Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-02346. It was reported that a coil deployment issue occurred. The patient was undergoing a procedure to treat an internal iliac aneurysm requiring embolization of the three outflow vessels, packing of the aneurysmal sac and then packing of the inflow vessel. The anatomy was noted to be somewhat tortuous. Continuous flush was maintained throughout the procedure. An angiographic catheter was advanced to the aneurysm and then using a stiff guide wire, a long introducer sheath was introduced into the internal iliac near the neck of the aneurysm to provide additional support. One of the outflow vessels was then cannulated using a non-bsc angiographic catheter over a .035¿ guide wire. The direxion microcatheter was then passed through the angiographic catheter and an interlock 2/4 vortx coil was successfully deployed. A second 2/5 interlock vortx coil was then attempted to be deployed proximal to the first coil. However, even with forward pressure on the direxion, it was pushed back into the angiographic catheter at the moment close to deployment resulting in the coil deploying inside the angiographic catheter. The pusher wire of the interlock was removed and then the direxion was removed. The coil was attempted to be pushed out with a guide wire and then attempted to be flushed out, however this was unsuccessful. The coil and angiographic catheter were removed from the body together with a small portion of the coil protruding from the distal end of the catheter. The physician decided this first outflow vessel was embolized successfully with the first coil. The procedure was continued with a new angiographic catheter and the microcatheter. The remaining two outflow vessels and the aneurysmal sac and neck were successfully cannulated and coiled. The procedure outcome was considered sufficient. No patient complications were reported.